Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the elevator was lowered, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no any visible damage to the device prior to putting it through the scope and after the issue occurred. In addition, the anatomy was not tortuous. The procedure was completed with a second truetome 44. There were no user injury nor patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Visual inspection of the returned device revealed no visual defects and looks under good conditions without evidence of damages or anomalies. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found within specifications; consequently, not confirming the reported complaint. The complaint was not consistent with the reported event of incorrect wire orientation. All compiled information on this investigation determines that the most probable cause is no problem detected since the complaint included a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, as the elevator was lowered, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no any visible damage to the device prior to putting it through the scope and after the issue occurred. In addition, the anatomy was not tortuous. The procedure was completed with a second truetome 44. There were no user injury nor patient complications reported as a result of this event.